Event description:
Pt reported that they were hospitalized 6 days with a high blood glucose of 1,000 mg/dl. Treatment received: IV insulin, IV potassium, and IV antibiotics (due to suspect aspiration of vomit).